Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information but further information about the event, including specific product information, was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted following a pfa ablation treatment using a farawave pfa catheter. It was reported that there were no complications or difficulties during either the watchman nor the pfa portion of the procedure. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were available per the account. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient had a stroke 4 days prior to their death while in hospice.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information but further information about the event, including specific product information, was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted following a pfa ablation treatment using a farawave pfa catheter. It was reported that there were no complications or difficulties during either the watchman nor the pfa portion of the procedure. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were available per the account. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted following a pfa ablation treatment using a farawave pfa catheter. It was reported that there were no complications or difficulties during either the watchman nor the pfa portion of the procedure. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were available per the account. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient had a stroke 4 days prior to their death while in hospice.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information but further information about the event, including specific product information, was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of stroke and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as a stroke and potential death were listed as a potential complication in the device's instructions.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted following a pfa ablation treatment using a farawave pfa catheter. It was reported that there were no complications or difficulties during either the watchman nor the pfa portion of the procedure. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were available per the account. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information but further information about the event, including specific product information, was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to initial MDR in blocks d1, d2a, d2b, and e1 (initial reporter email).